Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer¿s product was requested for return. It was noted that the meter and the ID barcode are not available for return for evaluation. The investigation is ongoing.

Event description:
There was a complaint of a discrepant patient ID with an accu-chek inform ii meter with an unknown serial number. Sometime in (B)(6) 2021, the customer did not check the patient ID after it was scanned and completed the patient test. The customer was able to match the patient ID to the patient and noted that the only difference was that the last two digits of the ID were "18" but were supposed to be "78". The incorrect ID did not match up with any other patient records in their data management system.

Manufacturer narrative:
No product was received for investigation. Root cause could not be determined with a product for investigation.